Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Used in a calcified vessel. Estimated date (reported as occurred in past six to twelve months). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that it was fully clip deployed and the deployed clip was not returned. All external observations of the handle, fully slit sheath and fully deployed delivery tube were normal for a clip deployed device and the vessel locator was fully retracted into the distal end of the delivery tube. Inspection of the internal device components indicated all parts were undamaged and in their proper post clip deployed positions. The vessel locator wings were distally displaced and examined. They were found to be intact and undamaged with secure attachment points and the pusher body joint also intact. There was no detected damage or anomaly that may have contributed to or been caused by the reported stuck device condition or inability to deliver the clip. It was reported the arteriotomy was located in a calcified artery which is contradicted against in the instructions for use (IFU). Additionally, the IFU also cautions against the use of excessive force when encountering resistance until the cause of that resistance has been determined. The reported anatomical conditions likely contributed to the reported failure to deliver the clip. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. The device did not exhibit any damage consistent with the reported stuck device condition or an inability to deliver the clip and no cause could be determined. There does not appear to be any indication of a lot specific product quality deficiency. However, user error in patient selection likely played a significant role in the complaint.

Event description:
It was reported that a physician trained in the use of the starclose se attempted arteriotomy closure of a calcified artery after an interventional procedure. Reportedly, the 'clip could not be applied'. There was difficulty in removing the device from the anatomy. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.